Event description:
It was reported that during the implant procedure after positioning the lead and extended the screw, high threshold and high pacing impedance were noted. Unable to retract the lead during repositioning, tried again to unscrew however, the lead was not retracted. The lead was replaced, and the implant procedure was completed.